Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 700cc mentor memorygel breast implants experienced bilateral rupture and auto immune disease diagnoses post procedure. Fibromyalgia and rheumatoid arthritis were diagnosed. This was accompanied by pain, blood pressure changes, and allergies. The ruptures were diagnosed through magnetic resonance imaging. As a result, explant without replacement was performed on (B)(6) 2022. See 1645337-2022-06199 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture/autoimmune diagnosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On may 31, 2022 mentor became aware that it erroneously submitted the incorrect implant date with the initial report. The correct estimate of implantation is (B)(6) 2005.